Event description:
An adc customer reported that they received an error 4 message on their meter, was unable to test and experienced hypoglycemia, was unresponsive and lost consciousness. Paramedics were called and customer was treated on scene with a "shot of sugar" (no specific treatment was reported). Customer stated he was transported to a local hospital, diagnosed with hypoglycemia and admitted. No other treatment was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.